Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging bad cough, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged to bad cough, nasal irritation, sore throat. The device was returned to the manufacturer's product investigation laboratory for further investigation. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 6792.6 machine hours were logged. Device provided airflow during therapy. If it stated that the device was inspected in the external part of the device, then I would state that. Then the internal inspection of base unit observed evidence of dust contamination on the blower and in the blower. Pil observed evidence of water ingress on the blower and blower box. Using the fit tool (ER 2245460 v1), pil observed foam adhering to the tool confirming the presence of degraded sound abatement foam. The device powered on and airflow was confirmed. Pil can confirm the presence of dust in the device and airpath. Pil can also confirm the presence of degraded sound abatement foam, however no visible amounts of foam were observed to be missing. Pil did not observe any usual noise during therapy. Pil did not observe any sparks when powering on the device the device's downloaded logs were reviewed by the manufacturer. 4 errors were found. The manufacturer concludes the results of this investigation do not impact the calculated risks.